Manufacturer narrative:
D9 - date returned to mfg: not applicable as device was repaired in the field. H3: no product was received. The product was repaired in the field. The service history review identified no related previous repairs. Review of the device indicated that the j9 connector may have become fatigued which could have contributed to intermittent signal loss. As a customer satisfaction action, the interconnect board was replaced. No systemic product design issue was identified, and the device passed verification testing after service.

Event description:
It was reported that the device exhibited frequent primary audible alarms. The event occurred during infusion. No patient harm was reported.